Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited loss of output and telemetry due to premature battery depletion. After replacing the battery, the product code was downloaded and normal output and current drain were measured. Radio frequency (rf) telemetry could be established.

Event description:
It was reported that the pulse generator could not be interrogated.